Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('pregnancy :ectopic') in an adult female patient who had essure (batch no. 826603-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 1987, (B)(6) 1999, (B)(6) 2003). Concomitant products included diazepam (valium), ethinylestradiol;norgestimate (ortho tri-cyclen) from 2006 to 2008 and ketorolac tromethamine (toradol). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2019. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and genital haemorrhage to be related to essure. The reporter commented: previously reported date of implant- (B)(6) 2008. The left ostia had 7 visible coils. The right ostia had 9 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: everything was fine.; in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event ectopic pregnancy with contraceptive device was updated to pregnancy with contraceptive device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration to uterus') and ectopic pregnancy with contraceptive device ('pregnancy :ectopic') in an adult female patient who had essure (batch no. 826603-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included birth control pill from (B)(6) 2003 to (B)(6) 2006 and parity 3 ((B)(6) 1987, (B)(6) 1999, (B)(6) 2003). Concomitant products included diazepam (valium), ethinylestradiol;norgestimate (ortho tri-cyclen) from 2006 to 2008 and ketorolac tromethamine (toradol). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2019. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device expulsion, ectopic pregnancy with contraceptive device and genital haemorrhage to be related to essure. The reporter commented: previously reported date of implant- (B)(6) 2008 the left ostia had 7 visible coils. The right ostia had 9 visible coils. Date(s) of removal: (B)(6) 2009 discrepancy noted. Found out I was pregnant. Part of it was removed surgical removal of coil(s) - diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: everything was fine. Total bilateral occlusion.; in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration to uterus') and ectopic pregnancy with contraceptive device ('pregnancy :ectopic') in an adult female patient who had essure (batch no. 826603-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included birth control pill from (B)(6) 2003 to (B)(6) 2006 and parity 3 (B)(6) 1987, (B)(6) 1999, (B)(6) 2003). Concomitant products included diazepam (valium), ethinylestradiol;norgestimate (ortho tri-cyclen) from 2006 to 2008 and ketorolac tromethamine (toradol). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2019. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device expulsion, ectopic pregnancy with contraceptive device and genital haemorrhage to be related to essure. The reporter commented: previously reported date of implant- (B)(6) 2008. The left ostia had 7 visible coils. The right ostia had 9 visible coils. Date(s) of removal: (B)(6) 2009 discrepancy noted. Found out I was pregnant. Part of it was removed surgical removal of coil(s) - diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: everything was fine. Total bilateral occlusion.; in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2020: pfs received. Reporters information were added. Event:migration were updated to migration to uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no: 826603) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 (on (B)(6) 1987, on (B)(6) 1999, on (B)(6) 2003). Concomitant products included diazepam (valium), ethinylestradiol; norgestimate (ortho tri-cyclen) from 2006 to 2008 and ketorolac tromethamine (toradol). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and genital haemorrhage to be related to essure. The reporter commented: previously reported date of implant on (B)(6) 2008. The left ostia had 7 visible coils. The right ostia had 9 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2008: everything was fine. On (B)(6) 2008: everything was fine. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Lot number and date of explant were added. Date of implant was updated. Reporter information, medical history, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('pregnancy :ectopic') in an adult female patient who had essure (batch no. 826603-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 1987, (B)(6) 1999, (B)(6) 2003). Concomitant products included diazepam (valium), ethinylestradiol;norgestimate (ortho tri-cyclen) from 2006 to 2008 and ketorolac tromethamine (toradol). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2019. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and genital haemorrhage to be related to essure. The reporter commented: previously reported date of implant- (B)(6) 2008 the left ostia had 7 visible coils. The right ostia had 9 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2008: everything was fine.; in (B)(6) 2008: everything was fine.. Most recent follow-up information incorporated above includes: on 6-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('pregnancy :ectopic') in an adult female patient who had essure (batch no. 826603-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 1987, (B)(6) 1999, (B)(6) 2003). Concomitant products included diazepam (valium), ethinylestradiol;norgestimate (ortho tri-cyclen) from 2006 to 2008 and ketorolac tromethamine (toradol). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2019. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and genital haemorrhage to be related to essure. The reporter commented: previously reported date of implant- (B)(6) 2008 the left ostia had 7 visible coils. The right ostia had 9 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2008: everything was fine.; in (B)(6) 2008: everything was fine.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy :ectopic'), device dislocation ('migration') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporters information updated. Event: injury were updated to bleeding, pregnancy: ectopic, device ineffective, migration were added. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.